Manufacturer narrative:
(B)(4). Retainer ring = clear. Customer returned insulin pump for alleged cosmetic damage located at the battery compartment found on (B)(6) 2021. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked case, cracked case (battery tube), battery tube threads- cracked, and cracked retainer. Cosmetic damage was confirmed at battery compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack along side of battery compartment. No harm requiring medical intervention was reported. The customer will discontinue use of the device.